Event description:
It was reported that the customer was hospitalized due to high blood glucose levels and a heart attack. The blood glucose reading at the time of admission was unk. Unable to troubleshoot due to unresponsive buttons on the insulin pump. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests.